Event description:
Procedure: lap left nephrectomy. According to the reporter: the white plastic tip came off during surgery. Nothing fell off into the cavity and there was no injury reported.

Manufacturer narrative:
Initial report submitted; march 27, 2008.